Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following inadequate shock therapy due to sinus tachycardia, this device noted an error message for low shock impedance measurements. Insulation damage of the right ventricular (rv) lead was suspected. As a result, the device was deactivated and the patient was hospitalized until a revision procedure could be scheduled. The device was explanted and the rv lead was surgically abandoned. No insulation damage was visible during the revision. No adverse patient effects were reported.